Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2018-04350, reference MFR report #: 1627487-2018-04390. It was reported that the patient underwent surgical intervention on (B)(6) 2018 to have the drg trial leads implanted. Reportedly, on (B)(6) 2018, the patient underwent another surgical intervention wherein the physician implanted a permanent drg ipg and connected it to the drg trial leads though the physician was advised by the representative that drg trial leads are designed to only be used temporarily and are not intended to be used with a permanent system.